Event description:
An MDR was not filed on the reported event because no pt was involved and there is no evidence of instrument related death, illness, or injury to the pt sufficient to meet medwatch reporting criteria.

Event description:
Loaner surgical instruments were delivered to sterile processing dept from the manufacturer to be used in a surgical procedure the following day. After going through instrument washer and prior to their use, every cannulated instrument in the two trays were bloody. The instruments were properly cleaned and sterilized prior for use on the pt, so an adverse event was prevented.